Event description:
It was reported that there was far-field oversensing of the right ventricular (rv) lead signal on the right atrial (ra) lead channel of this pacemaker system. This resulted in inappropriately stored atrial tachy response (atr) events. Technical services (ts) provided troubleshooting including reprogramming and in clinic testing. Patient was seen in clinic and reprogramming of ra sensitivity was done. There was no observation of loss of capture of asystole. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).